Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the device had an alarm of high impedance. Replaced with another similar device and it worked fine which completed the procedure. There was no patient injury.